Event description:
The pump was returned for investigation. Investigation revealed a keypad response issue and a display screen issue. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, all keypad buttons were intermittently unresponsive. The keypad cover was returned peeling. The keypad cover was removed and contamination was found under the up arrow and contrast key contacts. Additionally, the display screen was dim and discolored. A test screen was installed and displayed normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.